Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
When the patient tried to administer this product and opened the box, it was difficult to use it because the rubber stopper in the syringe and plunger rod were separated. The plunger was also wobbly. The patient had only one syringe and did not have the stock. This is why the patient was forced to use this product. The picture was provided, however the sample was discarded and not available.

Manufacturer narrative:
Contract manufacturer organization I investigation included: no complaint sample was available for examination. The picture showed an already used syringe with a loose plunger rod. Why the plunger rod was separated from the stopper after this was already pushed into the shoulder of the syringe could not be evaluated based on the picture. All 56 inspected retained samples of concerned batch were classified as good pieces. The entire batch documentation did not give any clear indication for root cause of this complaint within the cmo's manufacturing process. All steps of the manufacturing processes did not show any irregularities that could be correlated with the complaint reason and met the requirements regarding this issue. The ipc as well as the visual inspection and the aql-test met the requirements. Also the incoming goods inspection conformed to the requirements and no related internal packaging material complaints were documented. Contract manufacturer organization ii investigation included: sample photographs have been reviewed by a technical expert. The plunger rod and gasket (rubber plug) were not connected. Additionally, the gasket had been pushed in and was already dosed. The backstop adapter was installed normally, and no abnormality was observed in the appearance of the syringe itself. The packaging process has been described, reviewed, and evaluated. During the manufacturing of the impacted batch, no related deviations occurred, and no investigation in the production area was required. Additionally, the review of the batch documents revealed no irregularities. No root cause related to the packaging process could be identified.

Event description:
When the patient tried to administer this product and opened the box, it was difficult to use it because the rubber stopper in the syringe and plunger rod were separated. The plunger was also wobby. The patient had only one syringe and did not have the stock. This is why the patient was forced to use this product. The picture was provided, however the sample was discarded and not available.